Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the moderately tortuous, heavily calcified, mid circumflex coronary artery. During deployment of the 3.0 x 28 mm xience prime stent implant at 14 atmospheres, a distal edge dissection occurred. A 3.0 x 15 mm xience prime stent was used to cover the dissection successfully. There was no reported clinically significant delay in the procedure. No additional information was provided.